Event description:
Customer reports via phone that the syringe luer lock nut pops off the syringe, including the tubing, during the injection process. Injection protocol is 12ml per sec for 36ml volume. The syringe is connected to a high pressure tubing from argon and a boston scientific 5fr pigtail catheter.

Manufacturer narrative:
Root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.